Manufacturer narrative:
Medwatch submitted on 06/02/2011. Device labeling addresses the reported event of seroma as follows: the (B)(4) study: 3 year and 5 year cumulative first occurrence kaplan-meier adverse event rates (95% confidence interval), by pt: seroma 2.6% through 3 years, 2.6% through 5 years. "If unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately." (Allergan saline breast implant labeling). There were no reported events of lymphoma for pts in the (B)(4) study included in the labeling for saline breast implants.

Event description:
Maude event report form noted collection of fluid around left breast implant and "swelling" of the left breast. The rptr states in the voluntary mw report (B)(4) that in 2004, the pt showed marked increased density with the fluid accumulating at 360 degrees around the implant. There was some debris of defect within the implant. Pt underwent fna with 275cc yellow fluid. The fluid showed a large amount of atypical lymphocyte and histocyte. Immunohistochemical study performed showed that these cells were positive for lca and negative for chem cap 5.2 and cd 68. Differential diagnosis, included exuberant reactive lymphoid hyperplasia associated with breast implants. However, lymphoproliferative disorder cannot be excluded. The pt had three additional ultrasound guided aspirations of the left breast over a three month period. The pt had surgical intervention prior to having chop chemotherapy in 2006, every three weeks for a total of six cycles. There is no other cytology or pathology noted at this time. There is no pt demographic nor is there surgeon info listed. In 2007, the pt was noted to be disease free.